Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the third-party service center for evaluation and the customer¿s complaint was confirmed. The device's machine flow sensor needs to be replaced to address the issue.